Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the spring leaf pair is loose causing the stated failure. The device was manufactured in 2017. The device exhibits signs of significant wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. The device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a tka procedure, the springs would not work in the insert gun and couldn¿t get the poly in. A tibial impactor was used to impact the poly and it finally seated. Delay from (0-30) minutes reported. No impact or injury to patient reported.